Event description:
Follow-up identified surgery was undertaken wherein the lead was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a reduction in the efficacy of their dbs therapy in the past 2 months. As such, several reprogramming sessions did not provide resolution. Reportedly, an MRI was performed wherein results identified a cyst surrounding the dbs lead. Surgical intervention may be undertaken at a future date to address the issue.

Manufacturer narrative:
Evaluation codes: updating coding since device was returned and analyzed